Event description:
It was initially reported that during a da vinci-assisted pancreatectomy (whipple procedure), an endowrist stapler 45 instrument clamped up to 81 percent and then stopped functioning and would not fire after the fifteen second countdown. The surgeon opted to discontinue use of the stapler 45 instrument and proceed with a laparoscopic (lap) lap stapler. System logs confirmed stapler errors indicating ¿invalid stapler cartridge¿. An isi technical support engineer (tse) recommended inspecting the jaw of the instrument for a loose staple that may be shorting the dlu pins. The tse also recommended returning the stapler to isi for analysis if there was no indication of loose staples. The procedure was completed as planned with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information from the site robotics coordinator regarding the reported event: a stapler 45 instrument did not fire upon first attempt. Spleen tissue was torn due to the stapler instrument being half-way closed then prying the instrument open to remove it from the tissue. Estimated blood loss was less than 750ml; no blood transfusion was administered. When the surgeon started to clamp the stapler 45 instrument, they received an invalid cartridge message. The surgeon does not know what caused the issue. The surgeon did not encounter any obstructions between the jaws and no buttress material was used. The tissue was not calcified nor exposed to any radiation or chemotherapy prior to procedure. There was no tissue tension or bunching. On (B)(6) 2020, isi obtained the following additional information from the surgeon directly: during a da vinci-assisted distal pancreatectomy procedure, an endowrist stapler 45 instrument, ¿couldn¿t get clamped, it would only go up to 90% clamp, then stop¿. The surgeon said that the instrument jaws were partially stuck halfway but not stuck on tissue and he was able to remove the instrument ¿just fine¿. System logs during the initial support call to an isi technical support engineer (tse) confirmed stapler errors indicating ¿invalid stapler cartridge¿ and it was recommended by the tse that the customer submit the instrument to isi for analysis. The surgeon opted to discontinue use of the stapler 45 instrument and proceed with a laparoscopic (lap) lap stapler. The procedure completed robotically with no report of patient injury. The patient was reported as doing well. It was confirmed that the site robotics coordinator was initially misinformed about this event. No medical intervention was required as it was confirmed with the surgeon directly that there was no torn spleen tissue, spleen injury, or any other adverse impact to the patient. There was no additional or unexpected bleeding.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated; stapler would not fire. The instrument was tested in-house it initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of logs showed no firing failures. Upon visual inspection, there was no physical damage found. The root cause was no problem detected. Additional findings not reported by site: the instrument was found to have repeated clamping failures based on log review but was not replicated during in-house testing. The in-house shim test was performed and passed on all orientations (straight, pitch, and yaw). Root cause of clamping failure is not determinable/applicable. System logs confirmed stapler errors indicating ¿invalid stapler cartridge¿. System error log review was conducted. While a tool sensor error and a stapler cartridge message were recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. Stapler log review was conducted by an isi advanced failure analysis (afa) engineer and found that the endowrist stapler 45 instrument was the instrument that replaced the first stapler. Logs showed that it was installed twice, both with white reloads. Upon the first install, the user had 5 incomplete clamps in 5 attempts and the instrument never attempted to fire. Upon the second install, the user clamped successfully on the first attempt and firing/unclamping were completed per the logs. There are no errors related to stapler usage in the logs. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: during a da vinci-assisted pancreatectomy (whipple procedure), an endowrist stapler 45 instrument did not fire upon first attempt. The spleen tissue was torn due to the stapler instrument being half-way sealed and then prying the instrument open to get it off the tissue.